Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 600+ mg/dl. The customer stated that the pump was not responding and had some no deliveries. The customer was treated at the hospital with 19 units by a pen. The customer had symptoms such as nausea, being thirsty and drinking a lot of water. The customer will be sent a replacement pump.